Event description:
The customer stated that the numbers did not show up like they are supposed to. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with further questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that the system functioned according to specifications - the complaint could not be confirmed. This complaint is considered closed for pusposes of MDR.